Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h10. Multiple MDR reports were filed for this event, please see all associated report(s): 0001526350-2023-00025-1, 0001526350-2023-00026-1, 0001526350-2023-00027-1. Review of the most recent repair record identified the following related repair: the cutter failed the test cut with an incomplete cut. The cutters were returned as is. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Event description:
There is no additional event information available.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. Medwatch associated with mesher: 0001526350 - 2023 - 00025. Medwatch associated with other cutter: 0001526350 - 2023 - 00026.

Event description:
It was reported during preventative maintenance, that the cutter failed the cut test. No adverse events were associated with this device. Due diligence is in progress and there is no additional information available at this time.